Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis verified that the device was in fallback mode and was able to deliver pacing and single zone shocking therapy. Visual inspection of the device noted no anomalies. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Examination of the device memory revealed that the device had reverted to fallback mode as the result of three resets that occurred at the same time. This occurred (B)(6) days prior to the reported patient's death. Review of stored episodes in the device memory did not reveal any recorded arrhythmia events on the date of the patient's death.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for laboratory analysis. There were no field allegations against the product. It was revealed that this patient had passed away. This report was created due to laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.